Manufacturer narrative:
The aware date in supplemental report 1038671-2019-00224 follow up 3 is incorrect. The correct aware date is 20/aug/2019.

Event description:
Revision due to wear. The surgeon removed metal femoral head and poly acetabular liner. Femoral stem and metal acetabular shell were inspected and found to be stable and in good position. Surgeon inserted a trial liner 32mm 0 degree and a trial fem head 32 +0 head. After range of motion tests surgeon found construct stable and acceptable, surgeon called for new implants. Surgeon implanted an acumatch gxl 0 degree, size g, 32mm liner and a 32mm +0 femoral head. Patient was stable leaving the operating room. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2019-00224, and 1038671-2019-00225.

Manufacturer narrative:
The revision reported in experience case-(B)(4) was likely the result of instability. However, this cannot be confirmed as the explants were not available for evaluation. Possible causes of instability for these devices are listed in rmr # 750-2004-010-rmr-implants rev a and rmr # 750-2009-021-rmr rev c.

Manufacturer narrative:
Section h11: corrections made in the following section(s): (g4) initial awareness date in initial submission should have been 5-mar-2019. (Section f) please disregard f6 and f8. These were entered in error.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to wear. The surgeon removed metal femoral head and poly acetabular liner. Femoral stem and metal acetabular shell were inspected and found to be stable and in good position. Surgeon inserted a trial liner 32mm 0 degree and a trial fem head 32 +0 head. After range of motion tests surgeon found construct stable and acceptable, surgeon called for new implants. Surgeon implanted an acumatch gxl 0 degree, size g, 32mm liner and a 32mm +0 femoral head. Patient was stable leaving the operating room.